Event description:
The customer reported an intermittent communication error displayed. They diagnosed the interconnect problem and it needs to be replaced. Moving and flexing the interconnect cable received a "system error detected" and split images.

Manufacturer narrative:
The ge service rep replaced the interconnect cable. He moved and flexed the interconnect and no errors were reported. The system operates as intended.